Event description:
It was reported that during the implant procedure, perforation occurred. It was stated that the physician's technique caused the perforation.

Manufacturer narrative:
No medwatch form was received.